Event description:
It was reported that the bronchovideoscope c-cover missing. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.